Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (2000 mcg/ml, 480mcg/day) in an implantable infusion pump for spinal cord injury/disease and intractable spasticity. The patient recently experienced declining efficacy with return of spasms. The event occurred on (B)(6) 2015. It was unknown what led to the event. A dye study was done in early august 2015, but no obvious issues were found. The patient's practitioner then tried to change the patient to bolus dosing, but there was no improvement in efficacy (dose was changed from 480 mcg/day in simple continuous to 417 mcg/day in flex with a basal rate of 5 mcg/hr and 50 mcg boluses every four hours). The patient was being referred to a surgeon to see if he was agreeable to replacing the catheter. The issue was not resolved at the time of this report. The patient's status at the time of this report was "alive- no injury". Surgical intervention did not occur and it was unknown if surgical intervention was planned. Additional information received from the manufacturer representative indicated surgical exploration and possible catheter replacement was scheduled for (B)(6) 2015. The cause of the issue was currently unknown. The event was still on-going. No further information was provided.

Event description:
It was later reported on (B)(6) 2015 from a company representative that the patient underwent surgical exploration on (B)(6) 2015. The surgeon could not find anything overtly wrong with the catheter but due to the patient's clinical presentation he opted to replace the entire catheter. Post-op, the pump dose was decreased to 200 mcg/day as the patient was also supplementing with oral baclofen. The patient's managing physician will follow-up with the patient to address any dose adjustments if needed.